Event description:
It was reported that during a splenectomy procedure, after stapler was fired, the surgeon noticed bleeding at the staple line, so he closed with a clip. No delay to the procedure. The patient was re-admitted a few hours after the procedure due to bleeding at the staple site and required a blood transfusion. The initial stapling site was across the splenic hilum. Patient is stable. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
Additional information received: was the splenic artery and vein skeletonized or were both transected in one firing? Transected in one firing. What colour cartridge was being used? White. Was buttressing material used? No. Was there any issue with staple formation in the initial procedure? Unknown, bleeding was present in initial procedure. How was the bleeding identified? Was a hematology test performed to confirm bleeding? Bleeding was visible from staple line. Is the amount of the blood transfusion known? Unknown. Was a reoperation performed or a drain placed? Reoperation was performed. Was the patient on preoperative blood thinners? Unknown. What is the current patient status? Patient has recovered.